Event description:
Caller reported tandem mobi cartridge alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support confirmed the cartridge alarm 30 and, despite no prior reports of specific alarms, noted issues with consecutive cartridges. Cts decided to replace the pump and advised the caller on the necessary steps, including using the current pump or mdi as backup and putting the old pump into storage mode before returning it. Instructions for receiving the replacement pump were also provided and acknowledged by the caller.